Manufacturer narrative:
Pt age: although the exact patient age was not provided, the patient was reported to be over 18 years of age. . (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure in the duodenum cap performed on (B)(6), 2014. According to the complainant, the stent was being placed to treat a stricture in the colon. Reportedly, the patient¿s anatomy had not been dilated prior to the procedure. During the procedure, the physician placed the stent into the desired location and the stent was able to be deployed without any issues. After stent placement, it was noted that the proximal part of the stent had not fully expanded. The physician removed the stent from the patient and completed the procedure with another wallflex enteral stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Returned for analysis was a delivery device and deployed stent. The stent was completely bunched up and unraveled. No issues were noted with the delivery device. Due to the condition of the stent, it could not be determined whether the stent had failed to expand. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure in the duodenum cap performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture in the colon. Reportedly, the patient's anatomy had not been dilated prior to the procedure. During the procedure, the physician placed the stent into the desired location and the stent was able to be deployed without any issues. After stent placement, it was noted that the proximal part of the stent had not fully expanded. The physician removed the stent from the patient and completed the procedure with another wallflex enteral stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.